Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level ranging from 42-48 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.